Manufacturer narrative:
The pipeline flex has not been returned for evaluation; product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the distal end of the pipeline could not be delivered smoothly or deploy in the distal end. It was reported that the middle part of the pipeline was twisted and the resistance was high, so it can only be recycled. The distal end was opened, placed in the blood vessel, and the middle segment was twisted when released, and cannot be released. As a result the microcatheter and pipeline were removed together. The catheter was then replaced and the pipeline pushed inside the new catheter without issue. Post procedure angiographic results showed no abnormalities. The patient was undergoing surgery for treatment of an unruptured, saccular aneurysm in the internal carotid artery with a maximum diameter of 20mm. The patient's vessel tortuosity was unknown. The devices were prepared as indicated per the IFU.